Event description:
New information received states that leads were explanted. There were no complications during the procedure.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer reference number: 1627487-2020-22008, related manufacturer reference number: 1627487-2020-22009. It was reported the patients leads had migrated. As a result, one of the leads has pulled out of the ipg header. Surgical intervention may take place at a later date to address the issue.